Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead was not stable and had dislodged. The lead was not used and was replaced during the procedure on (B)(6)2024. The patient was recovering post-procedure.

Manufacturer narrative:
An event of device dislodged or dislocated was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing and visual examinations was normal with no anomalies found. All tines were intact and undamaged.